Manufacturer narrative:
This complaint is being reported by zimmer biomet as (B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Received; however, not yet evaluated.

Event description:
It was reported the carrier would not advance during surgery. Initial inspection of the returned device confirmed there was a damaged comb on the mesher. No patient involvement. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This complaint is being reported by zimmer biomet as (B)(4). This follow-up is being submitted to relay additional information. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) three times as documented in the repair reports in livelink. The last repair was (B)(6) 2016 where it was reported that the screen and ratchet were not working properly and the damaged comb was replaced. This is not a related issue. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Initial qa inspection of the skin graft mesher on (B)(6) 2017 revealed that the comb and roller were damaged. The calibration and sample mesh could not be performed due to the damaged comb. No cutters were returned for evaluation. Repair of the skin graft mesher was performed by zimmer biomet surgical on (B)(6) 2017 which included replacement of the roller and damaged comb. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. The reported event was non verifiable, since it was unknown with the provided information that the customer were referring to damaged comb and roller which was found during the initial inspection. Therefore, based on the information that was provided the root cause of the reported event could not be specifically determined. Skin graft mesher, serial number (B)(4), was repaired, tested and returned to the customer.